Event description:
Feeling of tension [tension]. Feeling of pressure [sensation of pressure]. Case description: a report was rec'd on (B)(6) 2010 from an hcp regarding a (B)(6) male pt enrolled in an observational study, protocol number (B)(4).(a multicenter, prospective observational study of the safety and efficacy of a single injection of 6 ml hylan g-f 20 in pts with symptomatic osteoarthritis of the knee - in (B)(6)) with a history of osteoarthritis of the knees, initials (B)(6) , who experienced feeling of tension and pressure (location not specified) after starting synvisc-one. The hcp provided the pt's medical history. The pt has a history of moderate grade osteoarthritis for several yrs and prior joint narrowing. The pt has also rec'd nsaid's and steroids in the past. The pt also rec'd synvisc-one on an unk date in the past experienced the same adverse events at that time. For more info regarding previous adverse events in this pt, please refer to MFR control number (B)(4). In the current treatment, the pt rec'd a synvisc-one injection in the right knee on (B)(6) 2010. The pt experienced a feeling of tension and pressure after receiving the synvisc-one. The pt was treated with lipotalon/carbostesin intra-articularly. According to the hcp, the start date for these adverse events in the pt was (B)(6) 2010 and the end date was a week later. Also, in the opinion of the hcp the events feeling of tension and pressure were moderate in intensity and definitely related to the use of synvisc-one in the pt. At the time of this report, the pt had recovered from both these events. On (B)(6) 2010, add'l info was rec'd in the form of qa results. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformances to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.